Event description:
Boston scientific received information that this device exhibited intermittent oversensing on the atrial channel. Information was received that this device was explanted for normal battery depletion several years later. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. A review of the device memory displayed memory corruption after the device was explanted. The cause of the corruption could not be determined. Additionally, there was no pacing output. The power source voltage was increased and all pacing and sensing functions were normal.